Event description:
It was reported via sales rep that during a surgical procedure, the handpiece saw was intermittent. It was also reported that was no delay and no adverse consequences as a result of this event. It was reported that during testing conducted at the manufacturer that the blade was broken inside the handpiece.

Manufacturer narrative:
The blade and handpiece subject to this MDR was returned for eval. It was visually confirmed that the blade broke at the amount. Part number and lot number info has not been provided to permit further investigation. The root cause is undetermined. The handpiece associated with this MDR is as follows: part number: 5400034000, serial number (B)(4).